Event description:
It was reported that before use the cardiosave intra-aortic balloon pump (iabp) had power up issues. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: (type of investigation, investigation findings, investigation conclusions). Corrected field: d1, d4 (version or model#), g1 (contact person ¿ mfg site).

Event description:
N/a.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate the iabp and found unit was in rescue mode instead of in the cart which made an odd noise during start up. The fse performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had power up issues. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.